Event description:
A nurse in e/r was starting an IV on a child. An e/r tech was holding the child down. When the needle was being retracted, blood splattered from the tip of the needle into the tech's eye. The tech was not wearing safety goggles. The nurse that was inserting the IV did not remove the tourniquet when the nurse retracted the button because the child was very combative and they needed to do a blood draw on the child. The nurse knew they wouldn't be able to if they tried to stick child again. The e/r tech had their face right down on the child to help hold child down. Baseline "bbp" testing was done on the e/r tech and the child.